Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm noted during testing. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were several unexpected restart alarms during normal use. The insulin pump was not stored for an extended period. The customer's blood glucose level was 78 mg/dl. The insulin pump will be returned for analysis.